Event description:
It was reported that the patient was scheduled for a pump replacement on (B)(6) 2012. The device was interrogated, and it was found that an end-of-service(eos) alarm had previously occurred (B)(6) 2012. It was noted that the patient had been in a nursing home. The patient had no signs of withdrawal at the time of surgery. It was noted that the patient's status after device removal was recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005; product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)